Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the balloon fell off from the ultrasonic bronchofibervideoscope and was left behind in the patient's airway during a diagnostic endobronchial ultrasound. The procedure was stopped and the provider switched to a regular bronchoscope to retrieve the balloon from the left main stem bronchus using suction. The procedure was completed with a back-up device with a delay of less than 30 minutes. There were no reports of further patient harm. This report is 2 of 2.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h6, h11 the device was not returned to olympus and the complaint was not confirmed. A definitive root cause could not be identified and the most probable cause was not established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.